Event description:
It was reported that shaft break occurred. A 3.00mmx24mm promus premier¿ stent was being introduced into the patient's body however, the shaft of the catheter was fractured. The device was completely removed and the procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was examined and there was no damage noted. The profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a kink. The hypotube broke at 230 mm distal to the distal end of the catheter strain relief. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mmx24mm promus premier¿ stent was being introduced into the patient's body however, the shaft of the catheter was fractured. The device was completely removed and the procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.